Event description:
It was reported that the doctor was performing a breast biopsy procedure and wasn't able to attain the needed calcifications at the site within the breast. The doctor decided to physically move the probe 2 mm in the x direction to the lateral aspect of the breast. This formed a tear in the incision of the breast. The case was aborted and the pt required stitches to close the incision. Account reported, it was technique related, some samples were obtained, but they were trying to obtain add'l samples.

Manufacturer narrative:
.